Event description:
The customer reported a vague complaint of a leak at the filter when infusing unspecified fluids.although requested, no additional information about the patient, medication, or event provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a vague complaint of a leak at the filter when infusing unspecified fluids. Although requested, no additional information about the patient, medication, or event provided.

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Visual inspection of the set showed that the filter vent appeared wetted out, however there were no obvious damages or other issues. Functional and pressure testing confirmed leaking from the vent of the filter. The root cause was not identified.

Event description:
The customer reported a vague complaint of a leak at the filter when infusing unspecified fluids. Although requested, no additional information about the patient, medication, or event provided.